Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to fluid loss in the aus that led to recurring incontinence. No patient complications were reported.